Event description:
During an incident on 03/01/2000 involving a male pt in cardiac arrest, CPR was initiated and this defibrillator was attached, but it continuously prompted "check electrodes" and would not proceed to analyze mode. The crew checked the pads, and battery with no success. Another crew arrived and took over pt care. The pt was pronounced at the scene. Medical intervention at the scene included hyperextension, oral airway bag valve mask w/o2 CPR and saed. The pt had a history of cva.